Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention and returned devices for the reported lot number were tested with low hcg concentration standard (2 miu/ml) and clinical negative hcg serum samples. All test devices produced expected negative results at the read time. No false positive results were observed during testing. Review of manufacturing batch records did not uncover any abnormalities and qc data met specifications. Retention and returned devices performed as expected during in-house testing and could not replicate the reported complaint. This issue will be subject to tracking and trending. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
(B)(6) 2018: patient presented to facility for a vaginal bleeding. A serum sample was tested 2x on the cardinal health hcg combo cassette and a faint positive result was obtained both times. Customer questioned results as patient was (B)(6) years old. No confirmatory testing was performed. Customer states chart does not say whether treatment was provided or withheld based on the false positive result, however, she does not believe so. Unknown if patient is post-menopausal. Customer states she will not be able to provide further patient information and the lab does not have access to the discharge diagnosis for this visit. (B)(6) 2018: patient came back to the facility for an unspecified reason. No pregnancy test performed, however, blood work was run and patient was diagnosed with hyperlipidemia. No further information able to be provided. Troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper sampling technique, storage conditions and patient specific factors per the package insert (pi)-no deviations were noted.